Event description:
The lay reporter contacted lifescan (lfs) alleging that the pt's meter powers off during use. The medical affairs specialist (mas) mailed a letter, since the lay user / patient could not be reached by telephone for further clarification. Sometime in 2005, the pt was unable to test her blood glucose, since the meter powered off during use. The pt took her insulin and pills as she normally would and passed out. The reporter was unable/unwilling to verify whether the pt was tested on another device. A medical professional treated the pt with insulin. The meter is not a new product and the meter powers off prior to the automatic shut off. The batteries are correctly installed and the battery was replaced less than a year ago. The battery contacts were in good condition and the reporter replaced the battery and the issue was not resolved. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, how long the meter powered off, readings prior to the event, whether the pt was tested on another device and the reading the pt obtained and whether the pt tried to test her blood glucose prior to passing out. Customer care agent (cca) sent the pt a replacement meter.